Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no discrepancies. Functional testing involved a leak test and found leakage out of the inflation line. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Functional testing involved simulated use testing and was unable to replicate the reported issue. Based on the evidence, the root cause was unable to be determined.

Manufacturer narrative:
It was reported that the incident occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the inflation line of a portex® siliconised pvc oral/nasal soft seal® cuff tracheal tube was leaking air during use. No injury was reported.